Manufacturer narrative:
A visual and microscopic examination identified stent damage. The struts on rows 1 and 2 from the edge at both ends of the stent were flared. The balloon was partially initiated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in an unk vessel. The 2.75x12mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device without pt complications. The pt condition post procedure was reported to be "no problem". However, product analysis revealed stent damage.